Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lcx with mild tortuosity, mild calcification and 90% stenosis. The voyager was delivered and inflated for pre-dilation. Another company's stent was implanted at the lesion. The voyager was delivered again for the post-dilation; however, it ruptured at 10 atm. The balloon was changed to another company's balloon and the procedure was completed. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during mfg, materials, interactions with other devices, previously implanted stents, calcification and tortuousity, or insufficient prep. There was no report of any leaks noted during product preparation, which may suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged during interactions with deployed stent, or the tortuous/calcified lesion, such that the balloon ruptured upon an additional inflation. The reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.